Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the clamp caused a laceration to the pt. Closure with staples was required. Additional information had been requested but no other information was provided by the customer.